Manufacturer narrative:
(B)(4). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After use of the mynx control vascular closure device (vcd), closure failed and had to take patient back to surgery. The vcd is not available for analysis.

Manufacturer narrative:
After use of the mynx control vascular closure device (vcd), closure failed and the patient had to be taken back to surgery in order to close the access site. The patient recovered. There were no damages noted to the sealant sleeves after the vcd was removal from the package. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no vessel tortuosity. The procedure used a competitor's sheath. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The sheath was securely and successfully connected to the mynx. The sealant deployed to the proper location. There any issues noted during balloon retraction. Fingertip compression was maintained on the skin during removal of the vcd. After the sealant deployment/vcd was removed, bleeding was noted post operation. The patient was taken back to surgery in order to close the access site and the patient recovered. The product was not returned for analysis. A product history record (phr) review of lot f2202002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant inability to achieve hemostasis¿ and ¿surgical intervention¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. This is a known potential complication and listed in the IFU as such. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.